Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. It was noted, however, that a motor stall had occurred.

Event description:
It was reported that a pump indicated a pending alarm. A motor stall had occurred on (B)(6) 2012 and had recovered on (B)(6) 2012. The cause of the motor stall was unknown. The pump was not implanted.